Event description:
The customer had been hospitalized with dka. The nurse said the pt was under a lot of stress, but they wanted to know if the device may be a factor. Advised to callback when pt has the pump so that they can troubleshoot the unit.